Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose readings did not exceed normal range, staying below 500 mg/dl.